Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter during a sleeve gastrectomy procedure, two reloads misfired. The device fired partially and stopped. The staple line was incomplete and was restapled. The jaws of the device did get stuck and locked on tissue. However, they were able to work it off the tissue. All lights on the powered handle were normal. A new handle and reload was brought in, but the reload misfired again. Patient is doing fine. There was no unanticipated tissue loss or tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Additional information has been requested, but not yet received. Supplemental will be sent when more information is received.